Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation: "leaky valve"; "leaking from valve site".

Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported "leaky valve", "leaking from valve site", and "particles in valve". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as surgical damage. ¿ particles in valve: observed brown particles. ¿ valve leak and/or damage: not observed. As per the investigation procedure creases and white particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported "leaky valve", "leaking from valve site", and "particles in valve". The device has been explanted and replaced.